Event description:
It was reported that the patient was finding it ¿increasingly difficult¿ to charge her implantable neurostimulator (ins). The patient¿s settings were monopolar, bilateral at 6v. Coupling was reportedly "very bad" and the patient couldn¿t get more than 2 or 3 bars even when the nurse was holding it against the device. Additionally, the device never charged past 25%. Based on an x-ray taken, it was advised that the device had flipped, which resulted in the poor coupling. The patient was ¿booked in¿ to have their device re-implanted. The reporter was awaiting confirmation when or if it had been performed. Follow-up has been requested to provide additional details surrounding the event. A supplemental report will be made available when additional information is received.

Manufacturer narrative:
Device used for off-label indication. The indication device used for was epilepsy. (B)(4).

Event description:
Additional information reported the patient's ins was "positioned correctly during surgery" and the patient was "charging fine" and "doing well" following the procedure. The flipped ins that had resulted in "very little connectivity when recharging" was "possibly" caused by the ins having been "implanted in the armpit for cosmetic reasons." An antenna locator test was performed and the patient's recharge history was interrogated prior to the revision procedure, however "this didn't resolve the issue."